Manufacturer narrative:
The device was not returned for evaluation as the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypertension is listed in the xience sierra, everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 a xience sierra stent was successfully implanted. On (B)(6) 2020 the patient was re-hospitalized for hypertension and other cardiovascular symptoms. Percutaneous transluminal coronary angioplasty (ptca) was performed, and the final patient outcome is unknown. No additional information was provided.